Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. After starting the system for use in an emergency procedure, only the " bypass" operating mode was available. In "bypass" mode, only continuous fluoroscopy with reduced image quality is available and the acquired scenes cannot be saved and reviewed. The "bypass" mode is a mitigation for different potential failure scenarios, so that a procedure can be aborted in a controlled manner if necessary. Since a reboot did not solve the problem, the procedure was performed using an alternative system. The investigation could not show a clear result as the problem did not recur after another power cycle. The system works as intended again. According to the system specialists the most likely reason is a temporary defect of the multi display manager (mdm) which is responsible to control the large display. A possible general error that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an emergency procedure, the user reported that a bypass message was shown. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.